Event description:
It was reported that the infusion pump was involved in an overdelivery. The pump was reportedly set at 20 ml/hr, however it took only 1.5 hrs to administer the 100 ml of solution. The solution may have been lipids. The pump was removed from the pt use and there was no pt injury. The hosp biomed reported that during his testing he was able recreate a free flow situation when the tubing was loaded around the tubing guides of the pump head due to the fsr reportedly being defective.